Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa7233n13 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 sep 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the tube, which was placed on (B)(6) 2017, migrated out of the patient's mouth on (B)(6) 2017. The patient reported that the tube came out of her mouth, and she pushed it back down where it coiled in her stomach. The patient was not injured. A new tube was placed. No further information was provided.